Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a cardioversion they lost the signal while setting up the case. They had to the change pads to get one with a tracing. The customer reports no patient harm.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.